Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant medical product: 503452 lead implanted: (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. The lead also exhibited high impedance. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.